Event description:
It was reported the cord of the subject device disconnected. The equipment was replaced, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to the repair facility for inspection and the reported failure was confirmed. Device evaluation found that the camera cable had a broken wire. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect in the camera cable and corrosion at the electrical contact point of the video connector. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cord of the subject device disconnected. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.